Manufacturer narrative:
(B)(4) - initial report. The reported instrument has been requested for examination, and if received the information will be provided in a supplemental report upon completion of the investigation. The initial reporter to corin confirmed that this event occurred in the healthcare facility sterile services department and thus there was no patient involved. Device manufacturing records will be reviewed if the relevant device details are provided. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The pin has broken off from a unity guidance distal cutting block instrument.

Manufacturer narrative:
(B)(4) final report. Additional information, including device details and the return of the instrument were requested in order to progress with this investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured in 2013. When reviewing the returned instrument at corin UK, the reported failure mode was verified. The pin had broken away from the device due to failure of the weld designed to hold the pin in place. This instrument is manufactured by a sub-contractor so corin have returned this device to them for rework. Corin will continue to monitor trends relating to this or similar failure modes. Based on this, corin now considers this case closed. Should any new information come to light this case will be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The pin has broken off of a unity guidance distal cutting block instrument.